Event description:
The customer questioned a positive architect anti-hbs result. A patient sample showed a discrepancy with immuno chromatography (esplain) which was negative. Architect hbsag was 250 iu/ml; architect anti-hbs was 166 iu/ml. The sample was from a health check. No further information was provided.

Manufacturer narrative:
The basis for this report is that there is a similar product marketed in the united states (us). The us product list number is 1l82 and is marketed as architect ausab. Entry is the PMA number for the us product. This product meets the criteria for a 5-day MDR as described in the FDA's notice dated 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation.